Event description:
It was reported that when the system had a large amount of water came out from the bottom of the main unit. It could not be shutdown by turning the key switch, so the power was turned off from the main power supply and restarted. It displayed a message indicating an emergency stop and good bye was displayed. After patient was under anesthesia when the issue occurred the procedure was cancelled, and re-scheduled. The complaint device was replaced to new console. No patient outcome was reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The field service engineer (fse) confirmed a water leak and water was found inside the console. A hose on the chiller unit was found to have become disconnected resulting in the leak and observed water. The console was allowed to dry for 24 hours. When the console was switched on it started normally but error 711 for q-switch overheated occurred and the system went into thermal shutdown. The fse replaced the q-switch and the unit passed all functional testing. The q-switch was returned and no physical damaged was noted from the visual inspection. The component passed functional testing. Based on the available information it is not possible to determine the probable cause of the reported event so an evaluation conclusion code of cause not established has been assigned.

Event description:
It was reported that when the system had a large amount of water came out from the bottom of the main unit. It could not be shutdown by turning the key switch, so the power was turned off from the main power supply and restarted. It displayed a message indicating an emergency stop and good bye was displayed. After patient was under anesthesia when the issue occurred the procedure was cancelled, and re-scheduled. The complaint device was replaced to new console. No patient outcome was reported.